Manufacturer narrative:
Evaluation of the returned catrx confirmed that the catheter was fractured. If the catrx is forcefully mishandled at an extreme angle during use, damage such as a kink and subsequent fracture may occur. Further evaluation revealed an additional kink on the catheter shaft. This damage was incidental to the reported complaint and likely occurred during packaging of the device for return. Penumbra catheters are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure in the left anterior descending artery (lad) using an indigo system catrx aspiration catheter (catrx). During the procedure, the physician completed two passes using the catrx. Subsequently, while removing the catrx, the hypotube near hub of the catrx became broken. The procedure was completed using balloons. There was no report of an adverse effect to the patient.